Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the site/tubing connector p-cap while the patient was sleeping. The site location was patient's abdomen. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there is stress or pull on the tubing or the pump was dropped with the set connected to patient's body. No further information was available.